Event description:
It was reported by repair work order that the bed had unintended movement as the footboard connection was misaligned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: customer to perform own repair. Customer performed own evaluation.